Manufacturer narrative:
G4:07dec2020 b4: (B)(6) 2021 . The service technician replaced the speaker to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported primary alarm failed. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
G4: 29apr2021. B4: 29apr2021. Failure analysis on the returned speaker shows that the electrical open in the speaker created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.